Manufacturer narrative:
A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m122960 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m122960 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number190-000 / lot: m122960, test base part number 190-430/ lot:m122960. Quality control release testing met specifications with no false negative results observed. The ID now covid-19 retain test kit lot m122960 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No unexpected or false negative results were observed, and the customers complaint was not replicated. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three false negative results on the ID now covid -19 test kit , using two different lot numbers. As per customer patient one tested on (B)(6) 2020 at 14:27 on a direct tested nasal kit swab. Both nostrils were swabbed and sample was tested immediately,patient was symptomatic. Repeat testing was not performed. Pcr confirmation testing was performed on nasopharyngeal sample a generated positive result ( CT values not provided ). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.